Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence and that cartridge change errors occurred with multiple cartridges. It was also reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was 220 mg/dl. The customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.